Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. As a result, the patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating that the patient also experienced calcified capsular contracture (baker grade IV). The additional information also indicates that the patient underwent removal and replacement with a mentor smooth round moderate profile 3500cc saline implant, catalog # 3501655, s/n (B)(4). It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation and calcified capsular contracture (baker grade IV) on the left breast implant. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 3500cc saline implant, catalog # 3501655, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).